Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97745 controller (ptm) (serial number (B)(6) revealed broken connector pins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller stated that since yesterday the patient has been unable to charge the controller or the implant. Caller stated that the controller screen goes black when they try to plug it in to either the recharger or the ac power supply, and they have tried resetting the battery 3 times but that has not resolved the issue. Caller confirmed when they plug the controller into the ac power supply the screen goes blank as well. Caller noted it's weird that they're not getting and error messages or anything, it's just blank as soon as the cord goes in. Caller reports whenever he uses his controller to charge his implantable neurostimulator (ins), the screen is black. Troubleshooting performed. Ac power supply cord plug in, caller is seeing green light on power supply and no led light and the screen is black. Caller reports when no cord is plug into the controller port, his controller is 90% charged. Caller reports when he plugs the recharger telemetry module (rtm) into the controller's port, the screen is black, unable to bring the controller power back up and unable to charge his ins. Caller reports patient's back is killing him last night as his stimulator is currently at low battery. Caller reports when she looked at the pins on the controller, one of the prongs is missing. No symptoms were reported.